Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply was evaluated, replaced and then calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error resulted in a freezing of the imaging screen. There is no report of a pt injury or death associated with this event.